Event description:
Device 2 of 2. Reference MFR report:: 3006705815-2017-07274. Additional information indicated surgery took place and the leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-07274. It was reported the patient experienced ineffective stimulation due to lead migration which was confirmed by x-ray imaging. As a result, surgical intervention may be undertaken as the next course of action.